Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the users understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: "reprocessing manual provides the preventative measures in 5.4 leakage testing of the endoscope and 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope was incorrectly reprocessed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on february 6th, 2023. During the in-service, the olympus representative was made aware of reprocessing errors. During the observation in leak testing, the customer never checked the mu-1 or mb-155 prior to connecting to the scope. The mb-155 was attached directly to the scope and the valves were not taken out of the scope for the leak test. The leak test lasted for less than 30 sections. The customer would then take the scope out of the water, turn off the mu-1, pull out the mb-155 and disconnect immediately, and not allow for the scope to depressurize. After completing brushing during manual cleaning, the suction step was done for 10-15 seconds instead of 30 seconds. The representative noted the customer did not have good control of the scope during the in-service observation. During transportation, the customer would transport the scope by bag with the suction canister from the case. The customer was informed on proper leak testing and to perform the suction step during manual cleaning according to the instructions for use. This event is under investigation. A supplemental report will be submitted upon receiving additional information.